Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual and x-ray examination found the helix clogged with blood/tissue, stretched, bend, and the inner coil inside the connector region was over torqued, consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being damaged and over torqued inner coil.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead's helix failed to extend. The lead was not used and replaced. The patient was stable throughout the procedure.

Event description:
New information received notes that the helix extension issue was noted after the insertion of the right ventricular (rv) lead into the patient¿s body.